Manufacturer narrative:
Additional manufacturer narrative: two gore® viabahn® endoprosthesis were implanted during the procedure. It is unclear which device was associated with the ruptured artery. No specific device information was provided. Therefore, review of the manufacturing records could not be performed and no UDI is available. The devices were not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
During review of the article (accepted manuscript: authors: f. Pedersoli, p. Isfort, s. Keil, f. Goerg, m. Zimmermann, m. Liebl, m. Schulze-hagen, m. Schmeding, c. K. Kuhl, p. Bruners; stentgraft implantation for the treatment of postoperative hepatic artery pseudoaneurysm; cardiovas intervent radiol (2016) 39:575-581, doi 10.1007/s00270-015-1274-1. It was observed in case #2 the pseudoaneurysm ruptured after placement of the second gore® viabahn® endoprosthesis. The article stated that the artery ruptured distally from the edge of the gore® viabahn® endoprosthesis and the hemorrhage was controlled by means of a 5mm x 20mm balloon catheter that was immediately inflated at the rupture site. According to the article, repair using the gore® viabahn® endoprosthesis was denied because of tortuous anatomy of the hepatic artery. The patient was transferred to surgery, and the aneurysm was successfully treated surgically. The article reported that no further episodes of hemorrhage were observed.